Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event occurred. The patient stated they woke up in a sweat and by the time they went to the restroom to check their blood sugar, they were too weak to check their glucose readings. The patient stated they did not bring their receiver with them to the restroom and that they did not hear an alarm from it. The patient took glucose tablets and stated he 'nearly passed out' and his wife called 911. When the paramedics arrived at roughly 1:00am, they checked the patient¿s blood glucose and it was 50 mg/dl. The patient was transported to the hospital and when they checked his blood glucose there, it was 100 mg/dl. At the time of contact, the patient was doing fine. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Date of this report - additional. Describe event or problem ¿ additional. Device available for evaluation ¿ additional. Additional information/device evaluation. Device evaluated by manufacturer ¿ additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed, and the inspection passed. The receiver was charged and successfully booted. Functional testing was performed, and the test passed. A try it test was performed, and the test passed. A review of the downloaded data did not find any errors related to the customer complaint. The receiver case was opened for further investigation. The speaker resistance was measured and was within specification. The reported no audio output was not confirmed. A probable cause could not be determined.